Event description:
A pharmacist who contacted the company to report a product complaint, concerns a female patient. The patient was using a humapen ergo teal/clear (lot number unknown) device for an unspecified indication. The triangular tabs at the base of the cartridge holder teeth had broken off the humpen ergo teal/clear device. This humapen ergo teal/clear complaint is associated with cid00375821. The patient operated the device and it is not known if she was a trained user. The device was approximately three years old. No other information was provided regarding the patient or product. The reporting pharmacist agreed to retrieve the damaged pen from the patient and send it back to the company for investigation. The return of the device is anticipated. It is not known if the patient continued to use the humapen ergo teal/clear device.